Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to tired, blood pressure increase, dry mouth, dry throat, nasal/throat irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have tired, blood pressure increase, dry mouth, dry throat, nasal/throat irritation. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported a CPAP device's sound abatement foam become degraded and alleging tired, blood pressure increase, dry mouth, dry throat, nasal/throat irritation. The manufacturer has received the additional information alleging nasal/throat irritation or soreness. Section b3 and g3 has been updated / corrected.